Manufacturer narrative:
This report is submitted on january 8, 2018, (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to excise scar tissue, granulation and skin overgrowth around the abutment. The implanted fixture remains insitu.